Manufacturer narrative:
The investigation into the low pump flow and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the positioning issue was most likely use related, as it occurred during repositioning, and the doctor was unable to cross the aortic valve. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 62-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that suction alarms occurred. The pump was repositioned and became subvalvular. While positioning back across the aortic valve, the proximal portion of the cannula became kinked and was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.